Event description:
The customer reported to baxter (B)(4) one (1) intermate that stopped flowing during patient infusion. Per the customer there was patient injury or medical intervention; however, no details were provided. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Follow-up with the customer revealed that there was patient involvement, but no patient injury or medical intervention. The device was filled with a solution of piperacillin/tazobactam. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4).the sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted.